Event description:
Related manufacturer report number: 2017865-2023-94434. It was reported, the patient presented in clinic due to feeling dizzy. Upon interrogation, it was observed the device was intermittently pacing, although programmed differently. Additionally, an increase in the pacing impedance was observed on the right ventricular (rv) lead. The device was explanted and replaced, and the rv lead was capped and replaced to resolve the event. The patient was stable.